Manufacturer narrative:
The customer stated that they had changed the tube manufacturer and the issue has not re-occurred. The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for seven patient samples with a cobas integra 400 plus. Patient 1 : the initial result was 201 mg/dl. The repeated result was 144 mg/dl. Patient 3 : the initial result was 182 mg/dl. The repeated result was 135 mg/dl. Patient 4 : the initial result was 151 mg/dl. The repeated result was 103 mg/dl. Patient 5 : the initial result was 152 mg/dl. The repeated result was 102 mg/dl. Patient 6 : the initial result was 141 mg/dl. The repeated result was 91 mg/dl. Patient 7 : the initial result was 113 mg/dl. The repeated result was 155 mg/dl. Patient 9 : the initial result was 152 mg/dl. The repeated result was 101 mg/dl. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 56521001 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The customer stated that they had changed the tube manufacturer and the issue has not re-occurred. The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for seven patient samples with a cobas integra 400 plus. Patient 1 : the initial result was 201 mg/dl. The repeated result was 144 mg/dl. Patient 3 : the initial result was 182 mg/dl. The repeated result was 135 mg/dl. Patient 4 : the initial result was 151 mg/dl. The repeated result was 103 mg/dl. Patient 5 : the initial result was 152 mg/dl. The repeated result was 102 mg/dl. Patient 6 : the initial result was 141 mg/dl. The repeated result was 91 mg/dl. Patient 7 : the initial result was 113 mg/dl. The repeated result was 155 mg/dl. Patient 9 : the initial result was 152 mg/dl. The repeated result was 101 mg/dl. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 56521001 with an expiration date of 31-oct-2022.